Event description:
It was reported that the patient's battery was showing signs of not holding a charge as long as it previously was. As a result, the physician explanted and replaced the patient's ipg, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Manufacturer narrative:
Corrected data: health effect - impact code changed from 2199 - no health consequences or impact to 4629 - device revision or replacement.